Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not available for evaluation. However, a retained sample was visually inspected and no issues were noticed. The sample was then gravity tested and the liquid flowed correctly through the tubing. The reported issue could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented paclitaxel set leaked from the air vent of the filter. This leak was observed prior to patient use. No additional information is available.